Manufacturer narrative:
Investigation of returned device revealed that the catheter and the guidewire used in combination were stuck each other, coil of the guidewire was found loosened and deformed, and the tip of the catheter was found biting the loosened coil and deformed. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Based on the obtained information and the outcomes of the investigation of returned devices, it is inferred that the coiling of the guidewire became deformed when rotational manipulation was attempted to the devices to advance into microchannel, the tip of the catheter locating at the same area was bitten by the loosened and deformed coil, rotational manipulation to the catheter is also thought to be given, resulting the devices getting stuck. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. IFU warning section describes: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. In the worst case, life-threatening adverse events may occur.) Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turns limit has not been reached. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break the catheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.)

Event description:
Reportedly, pt had heavily calcified lesion at proximal lad. Physician advanced a guidewire through the cto and advanced the subject catheter over the guidewire to distal area of the vessel, however the catheter was unable to penetrate the mirochannel due to calcium. On trying to untorque and remove the catheter, tension was felt with the guidewire, attempt to manipulate the wire to improve alignment with the catheter it was not possible and it was felt the guidewire was stuck in the catheter. Devices were removed as a unit. Procedure to target lesion was abandoned, pt was in stable condition, there was no health impact and the pt has been discharged.

Manufacturer narrative:
(B)(4)